Manufacturer narrative:
The device is received by depuy synthes power tools. The device was evaluated and the reported condition of "broken or cracked gauge" was confirmed. During service, the device was found to have a cracked gauge. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a cracked or broken oil gauge. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.